Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they had been receiving questionable results for an unspecified number of patient urine samples tested with tpuc3 total protein urine/csf gen.3 on a cobas 6000 c (501) module. The customer states that since the issue had been ongoing, they were testing patient samples in duplicate. The customer provided data for a total of 36 patient samples with questionable tpuc3 results tested between 20-jul-2018 and (B)(6) 2018. Of the four samples with erroneous results, one sample tested on (B)(6) 2018 had an erroneous tpuc3 result which was a reportable malfunction. The field service engineer determined that the issue was caused by bent tubing at the sample syringe. On (B)(6) 2018, the customer had a new event with a new sample from the patient. This sample initially resulted with a tpuc3 value of 0.016 g/l and was transferred to the doctor. It was noted that a value from another test measured at the same time was flagged with a sample short flag. The sample tube had adequate volume. The doctor compared the initial value with previous results of the patient and questioned the value. The sample was repeated on (B)(6) 2018, resulting with a tpuc3 result of 0.5995 g/l accompanied by a data flag. The customer manually diluted the sample 1:10 and then repeated it on the analyzer with an automatic 1:5 dilution, resulting with a tpuc3 value of 2.38 g/l which calculated to a final value of 23.8 g/l. No adverse events were alleged to have occurred with the patient. The patient was not treated based on the incorrect result. The tpuc3 reagent lot number and expiration date were asked for, but not provided. The customer used a 13 mm diameter tube without a rack adapter. The field service engineer checked the rinse tubing. Some tubing was worn, so this was replaced. The gear pump pressure was also checked. Precision studies were performed.

Manufacturer narrative:
The service engineer decontaminated the instrument and replaced two valves. These actions did not improve the performance of the instrument. Precision studies were performed again. The investigation is ongoing.

Manufacturer narrative:
The field service engineer performed targeted troubleshooting at the customer site as well as replaced the probe slider, adjusted the rinse volume, and replaced the vacuum diaphragms. Performance testing, calibration and qc were acceptable.

Manufacturer narrative:
The customer did not have any further issues after the service visits. Since many service actions were performed to resolve the issue, the root cause of the event could not be determined.